Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: pump received with no button response due to flattened all button dome switch (no crease) and unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump¿s piston was getting stuck. They did not get any errors or alerts so they took themselves off the insulin pump. They were unable to control their blood glucose and ended up visiting the emergency room. The incident date occurred on (B)(6) 2017. The customer¿s blood glucose level at the time of admission was 620 mg/dl. They had diabetic ketoacidosis. They were treated with fluids and insulin. They were wearing the insulin pump at the time of hospitalization. The customer¿s current blood glucose level was 248 mg/dl. Troubleshooting was performed. The device will be replaced due to the customer¿s request. The device was returned for analysis.